Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/17/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a call tech support error err68 was displayed on the screen. Functional testing and a pairing test was unable to be performed; however, a data log was able to be retrieved. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.